Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were returned off the needle. The t2 is bent but not broken. The suture knot was tightened down. The insertion device had no visible defect. Bio debris was present. A functional evaluation was performed on the returned device and found the actuator would cycle as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (failure to fully actuate the device behind the meniscus during implantation). Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during a meniscus repair, the t1 of one (1) fast-fix curved fell off after deployed from the meniscus. T1 was removed. The patient's status is good. The procedure was performed, after a non-significant delay, using an equivalent s+n back-up. No further complications were reported.